Manufacturer narrative:
(B)(4). Updated: b4, b5, d10, d11, g4, h1, h2, h3, h4, h6, h10 d11 - medical product: catalog #: 14-500401, pol5.5 ti lkg shaft mas insrtr, lot # pu77a reported event was confirmed per visual inspection which revealed that the tips of both drivers are fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report: 3012447612-2020-00648.

Event description:
It was reported that the tip of two polaris screwdrivers broke of during a procedure to remove screws at the patient's request. The tips were retrieved and there were no reported patient impacts. This is event one of two for this event.